Event description:
It was reported that noise, oversensing, and pacing inhibition were noted on both the right atrial (ra) and right ventricular (rv) channels of this pacemaker system. The pacing inhibition resulted in greater than two seconds of asystole. It was determined that the noise was due to electromagnetic interference (emi) that occurred during an endoscopy procedure that the patient had. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the updated conclusion code based on trend analysis.